Event description:
Additional information: it was reported that the surgery on (B)(6) 2012 was to replace the feeding tube that had come out of the patient¿s stomach. During the surgery, the patient¿s stomach was recut and the tube was put back in. Immediately after, the patient wasn¿t feeling very well and noticed a return of symptoms (nausea and vomiting.) When the patient met with the manufacturer representative in (B)(6) 2012, it was noted that ¿something happened and [the implant] got turned off and stopped working. It was on, but it stopped working.¿ it was mentioned that prior to the feeding tube surgery the patient was unable to feel stimulation, but wasn¿t expected to feel it. Every once in a while, the patient would feel her stomach spasm. The patient¿s physician was considering performing a capsule endoscopy.

Event description:
Additional information noted that in (B)(6) 2013 the patient¿s intestines were ¿going nuts¿ and she had severe diarrhea. The patient¿s health care provider suggested turning the ins off to see if the issues are related to the implantable neurostimulator.

Event description:
It was reported that the patient had surgery to replace a g-tube 4 weeks prior. Ever since then, she had been puking, and could not eat or drink anything. The patient had a follow-up appointment with her healthcare provider (hcp) two weeks before and after checking the device with the physician programmer, was informed it was working fine. It was also indicated that the patient wanted to know ways to check the device besides using the programmer. Ten days later it was reported that the patient was having problems with her device and was directed by her hcp to contact a medtronic representative. It was further indicated 4 days after the last report that the patient was still not able to eat or drink since her surgery. It was noted that the patient was requesting to speak to a medtronic representative. It was later reported that the patient would be seen by a medtronic representative in her hcp's office the following week. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was still unable to eat like she used to, before the feeding tube surgery in (B)(6) 2012. The patient saw a manufacturer representative in (B)(6) 2012. The patient's settings were adjusted at that time and she was able to "eat a little bit." The patient was scheduled to see a manufacturer representative on (B)(6) 2013 for another adjustment to potentially increase her intake of food.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Follow-up from the patient's healthcare provider (hcp) indicated that the cause of the event was that the patient got a peg tube placed per her request. The event was not attributed to the patient's device. The reporter stated that the patient had not followed up with her hcp since (B)(6) 2012. At that time, the patient's implantable neurostimulator (ins) was interrogated and was functioning normally with an impedance of 579 ohms and voltage set at 3.9v. It was noted that the patient's leads were intact. Signs and symptoms associated with the event was loss of therapeutic effect. The reporter indicated that the patient had an infection around the tube site and antibiotics were administered. It was unknown if the patient required hospitalization and patient outcome was unknown. Additional information was also received which reported that the patient met with a manufacturer's representative and impedance readings were within range. The reporter indicated that the patient's voltage setting as well as on-time was increased. It was noted that the patient would follow-up in two months. If additional information becomes available, a follow-up report will be submitted.